Event description:
The customer alleged intermittent audible alarm. The customer's biomed dept inspected the device and could not duplicate the alleged event. The unit passed extended self testing. As a precaution, the audio alarm assembly was replaced. It is not verified that there was no audible alarm, and no malfunction may have occurred. There was no pt harm or injury as a result of the vent malfunction. The ventilator is back in service and there have been no further anomalies at this time.